Event description:
The reflux ultra ptr was being used for a turbinate reduction. The device was not working during the procedure. No patient harm occurred.what was the original intended procedure?as above.device #1is this a laboratory device or laboratory test?no.